Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 40-50 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.